Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one week following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the permanent pacemaker implant was implanted due to complete heart block (chb). Approximately four weeks later, the patient expired. The exact cause of death is unknown but was reported to be respiratory-related. It is unknown whether an autopsy was performed. Available information indicates the death was not related to a valve malfunction nor was there any allegation that the device contributed to the patient's death. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).